Manufacturer narrative:
Block b3: exact date unknown, event occurred on the date of explant. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: 5165739.

Event description:
It was reported that the patient underwent an explant procedure where the leads were removed due to an unknown reason. No further information has been obtained despite good faith efforts.